Manufacturer narrative:
The device, used in treatment, was not returned for evaluation but the images were reviewed, and the wear was confirmed. The clinical/medical investigation concluded that, with the information provided the root cause of the wear through the insert, reported metallosis, and subsequent revision cannot be concluded. The patient impact beyond the revision cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential causes could include but are not limited to friction, joint tightness or excessive forces applied to the implant, abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that on (B)(6) 2021, a tka revision surgery was performed for suspected tumor, in addition it was found during surgery that the insert, the base plate and the femoral component had severe damage and metallosis. The primary tka was performed 4 years earlier. The current health status of the patient is unknown.